Event description:
It was reported that a user of the ilet experienced hypoglycemia, including very low glucose episodes, associated with late meal announcements and postprandial hyperglycemia followed by lows; both hyperglycemia and hypoglycemia reportedly improved after starting on the ilet. Symptoms included low and very low blood glucose. Outcomes included no hospitalization, no emergency care, and no reported long-term impairment. Investigation included attempted follow-up to obtain blood glucose questionnaire details. Investigation of this case revealed that most hypoglycemic episodes occurred after elevated glucose or delayed meal announcements. It was concluded that the event was related to user timing of meal announcements rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.